Event description:
It was reported that one one-link needle-free IV connector was observed with no flow while flushing the set with a syringe. According to the reporter, this event was noted during patient use. There was no information regarding whether or not this report was associated with patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional testing determined that the device flowed as expected. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.